Manufacturer narrative:
A sample was received to perform an investigation. When the returned flat filter was connected to a stock connector, it was confirmed that the collar easily came off and moved to the connector side without the silicon ring. It was found that the retention edge of the collar attachment part was partially crushed and flattened as a whole. It was not possible to identify when the retention edge was crushed and the cause of the reported event. A device history record (DHR) review was performed relevant to the lot reported and found no discrepancies or anomalies. UDI # is unknown. No product information has been provided to date. Operator of device unknown this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that the user attempted to connect the connector to the flat filter, but was unable to because the collar of the flat filter turned freely. The user checked the connection using another flat filter and the connection was successful. No patient injury was reported.